Event description:
The customer reported that no sound was coming from the patient information center ix. The device was in use at time of event, there was an adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: (B)(6).

Manufacturer narrative:
The following communications were performed: it was reported that on (B)(6) 2024 at 7:30 am the sound for the alarm failed on the control center. The application worked normally and the customer wanted to restart the control center. The customer first checked the cabling of the sound mirroring. The customer determined that the lan cable of the mirroring was not locked. A philips remote service engineer spoke with the customer and the customer confirmed that after plugging in the lan cable, the alarm sound (+ keyboard and mouse) worked normally again, which resolved the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was due to a disconnected lan cable.